Event description:
It was reported that stent dislodgement occurred. The patient presented with blockage of the coronary artery and underwent percutaneous transluminal coronary angioplasty. The 80 to 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 24 mm x 4.00mm promus premier drug-eluting stent (des) was advanced for treatment. However, the stent completely slipped off the balloon and could not be deployed. The whole system was removed along with the stent delivery system, and the procedure was completed with another 4.0 x 24mm promus premier des. No patient complications were reported.